Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 50 mg/dl. The customer drunk apple juice and eat peanut butter. The customer was experiencing low blood glucose for up and down. Customer did not feel well and advised to call back to the helpline to finish troubleshooting the pump as soon as she feels better.